Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. A nurse from a hospital's intensive care unit called to report that the customer was in the intensive care unit. The nurse of the customer reported that the insulin pump was not with the customer at the moment. The nurse was advised to tell the customer's friends who were in possession of the insulin pump to bring the insulin pump back to the customer for troubleshooting. No additional information was provided.